Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13c07061 and h13d25038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).the patient was hospitalized for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The cause of peritonitis was unknown. The patient was treated unspecified antibiotics (route, dose and frequency not reported). On an unknown date, the patient?s non-baxter catheter was removed due to being infected. The patient was hospitalized for fifteen day before being discharged. At the time of this report, the patient was recovering from peritonitis. No additional information is available. This is report 2 of 2.